Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d brand name, catalogue, model, unique identifier (UDI), section g reporting office contact, report source, section h device manufacture date and manufacturer narrative a review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 19-jan-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of drawer failed not on board was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the bd field service engineer (fse) reported that he attempted to reseat connections. After 2 reboots drawer would not come online. Fse replaced the module controller card and that brought the station online. Had customer inventory drawer. During dchu visual inspection: p/n 151903-01: part received with thermal damage to integrated circuit (u300). During dchu testing: p/n 151903-01: bench testing could not be performed due to thermal damage on components detected during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system drawer was failed and not on board. As per part investigation, it was determined that thermal damage to component on the full height cubie circuit board resulting from an electrical failure. The customer stated that there was a slight delay in dispensing workflow. The customer added that this malfunction occurredwhen trying to issue a medication to a patient. The customer indicated that the pharmacy were able to take the medication to the department. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed and not on board. The customer stated that there was a slight delay in dispensing workflow. The customer added that this malfunction occurred when trying to issue a medication to a patient. The customer indicated that the pharmacy were able to take the medication to the department. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer would not come online. A field service engineer replaced the module controller card to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.